Event description:
A report was received that the patient had other ailments, such as constipation, which the physicians believed were exacerbated by the implant procedure. The patient had chronic constipation before the procedure but seemed worsened for a while after she was implanted. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8216-50. Serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.